Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system fault was able to be confirmed via review of the log file. The centrimag 2nd generation primary console (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 3 days ((B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. A system shutdown was initiated on (B)(6) 2024 at 03:05 and s3 and m4 motor alarms activated shortly after. The console was shut down on (B)(6) 2024 at 03:12 and the alarms cleared after the console was restarted. There were no other notable alarms active in the log file. The console underwent functional testing and passed. The console was connected to a mock loop and was able to operate a pump with no alarms active. The console functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including s3 and m4 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were suddenly acoustic alarm sounds from the console. The screen was off and black, and the alarm kept ringing; it was not possible to see the alarm/alert issued by the console. The motor made a strange rattling noise, and the screen showed no flow. The patient went into arrest and advanced resuscitation maneuvers were initiated, as well as high inotropic support. They performed an emergency change; they went to the backup motor and backup console. Flow was reestablished and the patient came out of arrest. It was noted that the patient had been on extracorporeal membrane oxygenation (ECMO) support since (B)(6) 2023 for tracheoesophageal fistula/acute respiratory distress syndrome (ards). Sometime after the emergency, when the console was turned on an s3 alarm appeared. The patient was hemodynamically stable. Related manufacturer reference number: 3003306248-2024-00407 (centrimag motor) related manufacturer reference number: 3003306248-2024-00408 (centrimag blood pump) related manufacturer reference number: 3003306248-2024-00409 (centrimag flow probe)